Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the aviva meter was unavailable for use due to no power, replacement shipped by MFR had not yet been received. A request was made for the return of the system and a replacement was sent.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the aviva meter was unavailable for use due to no power, replacement shipped by manufacturer had not yet been received. A request was made for the return of the system and a replacement was sent.